Event description:
It was reported that the pump began burning or melting while it was charging, and the customer was not using tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Currently, the customer has no backup insulin therapy available and will contact a healthcare provider for further assistance.